Event description:
Patient's physician reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2006. Physician further reported that the patient was revised to competitor product due to dislocation. The date of the revision procedure was not provided. Additional information provided by the patient verified that the revision procedure to competitor product was due to dislocation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 01615 / 01616).